Manufacturer narrative:
The manufacturer previously reported a millennium m10 oxygen concentrator was allegedly not working properly. The patient became hypoxic and was taken to the hospital by ambulance where she later died. The device was returned to the durable medical equipment (dme) supplier and was tested. The dme found the device to operate and alarm to design specifications.

Event description:
The manufacturer received information alleging a millennium m10 oxygen concentrator was not working properly. The patient became hypoxic and was taken to the hospital by ambulance where she later expired. The device is not returning to the manufacturer at this time. A follow up report will be submitted when the manufacturer has completed the investigation.